Event description:
A patient who had a shunt valve implanted at (B)(6) hospital on (B)(6) 2023 was later transferred to (B)(6) hospital. During pumping, there was discomfort with the valve. Suspecting a blockage, the valve was replaced with a product from another manufacturer.

Manufacturer narrative:
Initial: pending device investigation.